Event description:
It was reported by service report that the bed lift could not be electronically lowered to the lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Issue was resolved for the customer by the service tech positioning the wire in place that was going into the potentiometer of the lift motor.